Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on tip clamp and plunger clamp on position #10. Also found dried serum on position #7. Cleaned sleeve on position #7 and #10. Replaced tip clamps on both positions and one plunger clamp. Inspected 2 pole ribbon cables and replaced due to excessive wear. The instrument was tested without further problem, and was returned to expected operation.